Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/uterine perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psychological injuries"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache"), fatigue ("fatigue"), complication of device removal ("complication during removal surgery") and fibromyalgia ("auto-immune diagnosed: fibromyalgia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, psychological trauma, complication of device removal and fibromyalgia outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, allergy to metals, dermatitis allergic, vaginal discharge, alopecia, migraine, hormone level abnormal, headache, weight increased and fatigue had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, complication of device removal, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, nickel allergy, psych injury, uterine perforation, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: uterine perforation, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), fibromyalgia, nickel allergy, vaginal discharge, hair loss, migraine, hormonal changes, headache, weight gain, fatigue. Laboratory data was added. Outcome of the event pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia, hair loss, migraine, hormonal changes, headache, weight gain, fatigue, nickel allergy, rash/skin condition. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/uterine perforation/ migration of essure device location of device: uterus /perforation (uterus),') in a 26-year-old female patient who had essure (ess205) (batch no. 623842-inv,623482-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included uterine bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition /rashes or skin conditions type: rash/itchiness"), depression ("psychological injuries / psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraines / headaches"), fatigue ("fatigue"), fibromyalgia ("auto-immune diagnosed: fibromyalgia"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pruritus ("rashes or skin conditions type: rash/itchiness") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes ") and weight increased ("weight gain") and experienced headache ("headache"), complication of device removal ("complication during removal surgery") and menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy, supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, depression, complication of device removal, fibromyalgia, hypersensitivity, female sexual dysfunction, bladder disorder, urinary tract disorder, pruritus and weight decreased outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain, dyspareunia, vaginal haemorrhage, allergy to metals, rash, vaginal discharge, alopecia, migraine, hormone level abnormal, headache, weight increased, fatigue and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, pruritus, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, nickel allergy, psych injury, uterine perforation, vaginal bleeding , fibromyalgia, current weight 206 lbs. Discrepancy noted in date of insertion (B)(6) 2007. Patient's left hand side, there were 7-8 coils noted. On the patient's right-hand side, 3-4 coils were noted . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.6 kg/sqm. Imaging procedure - on (B)(6) 2007: migration. Ultrasound scan vagina - on (B)(6) 2007: results: essure devices in good position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number reported (623842 and 623482) are not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/uterine perforation/ migration of essure device location of device: uterus /perforation (uterus),') in a 26-year-old female patient who had essure (ess205) (batch no. 623842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition /rashes or skin conditions type: rash/itchiness"), depression ("psychological injuries / psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraines / headaches"), fatigue ("fatigue"), fibromyalgia ("auto-immune diagnosed: fibromyalgia"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pruritus ("rashes or skin conditions type: rash/itchiness") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes ") and weight increased ("weight gain") and experienced headache ("headache"), complication of device removal ("complication during removal surgery") and menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy, supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, depression, complication of device removal, fibromyalgia, hypersensitivity, female sexual dysfunction, bladder disorder, urinary tract disorder, pruritus and weight decreased outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain, dyspareunia, vaginal haemorrhage, allergy to metals, rash, vaginal discharge, alopecia, migraine, hormone level abnormal, headache, weight increased, fatigue and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, pruritus, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, nickel allergy, psych injury, uterine perforation, vaginal bleeding , fibromyalgia, current weight 206 lbs discrepancy noted in date of insertion (B)(6) 2007 & (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.6 kg/sqm. Imaging procedure - on (B)(6) 2007: migration. Ultrasound scan vagina - on (B)(6) 2007: results: essure devices in good position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs: lot number was added. Previously added event dermatitis allergy was replaced with rash and psych injury and was replaced with depression. New events vaginal hemorrhage, hypersensitivity reaction, apareunia, bladder or urinary problems, itchiness, weight loss were added. Lab data, medical history, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/uterine perforation/ migration of essure device location of device: uterus /perforation (uterus),') in a 26-year-old female patient who had essure (ess205) (batch no. 623842-not valid,623482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included uterine bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition /rashes or skin conditions type: rash/itchiness"), depression ("psychological injuries / psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraines / headaches"), fatigue ("fatigue"), fibromyalgia ("auto-immune diagnosed: fibromyalgia"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pruritus ("rashes or skin conditions type: rash/itchiness") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes ") and weight increased ("weight gain") and experienced headache ("headache"), complication of device removal ("complication during removal surgery") and menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy, supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, depression, complication of device removal, fibromyalgia, hypersensitivity, female sexual dysfunction, bladder disorder, urinary tract disorder, pruritus and weight decreased outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain, dyspareunia, vaginal haemorrhage, allergy to metals, rash, vaginal discharge, alopecia, migraine, hormone level abnormal, headache, weight increased, fatigue and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, pruritus, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, nickel allergy, psych injury, uterine perforation, vaginal bleeding , fibromyalgia, current weight 206 lbs. Discrepancy noted in date of insertion (B)(6) 2007. Patient's left hand side, there were 7-8 coils noted. On the patient's right-hand side, 3-4 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.6 kg/sqm. Imaging procedure - on (B)(6) 2007: migration. Ultrasound scan vagina - on (B)(6) 2007: results: essure devices in good position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: mr received. Reporters information added. Lot no were added. Medical history were added. Fu 4 and 5 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.